Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the caller through the process, after which the pump did not display the error code again. The caller was able to successfully start their sensor session.